Event description:
During preparation for a coronary drug eluting stenting treatment procedure, stent damage was noticed. The 3.00x28mm taxus liverte drug eluting stent was taken out of the packaging during preparation when it was noticed that the stent struts were overlapped on each other at the proximal end. It was stated that "when tried to push it back in tube its iwere at proximal end was kinked and on pushing more it was broken out." The device is expected to be returned for analysis. It was reported that there were no pt complications. This product is only ous approved but it is similar to a marketed us device.